Event description:
The customer reported that a radio frequency ablation procedure was performed percutaneously and the procedure was completed without an issue. Two hours post operatively, the patient went into shock and died.

Manufacturer narrative:
Date of initial report: 08/07/2009. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked, including a request for cause of death or autopsy report. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.